Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of the minicap extended pd transfer set was unable to close, further described as ¿clamp cannot be closed¿. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Leak and clear passage testing were performed with no issues noted. Clamp function testing was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp will not fully align with the notch of the main body. The reported condition was verified. The cause of the condition was related to the milling process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.